Event description:
It was reported that the patient went into cardiac arrest after multiple ventricular fibrillation (vf) episodes. A device interrogation indicated right atrial (ra) lead undersensing. Right ventricular (rv) lead undersensing was also noted, possibly due to morphology. A lead integrity alert (lia) triggered on the rv lead due to high-rate non-sustained episodes and short ventricular intervals. The patient's family opted with withdraw care and the patient expired. Additional information was requested but not obtained.

Manufacturer narrative:
Continuation of d10: dtma1qq crt-d, implanted on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.